Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following . Rcc received a complaint via phone. Pir attached. Product complaint - pharmacist called to report that the alaris tubing is coming broken and also coming apart while on a patient. Ref (B)(4) lot 23113004. Pharmacist stated there has been 4 incidents that have happened within this week and today. Customer has removed lot from shelf as they thought there were making a mistake in the begin but realized something was wrong as it kept happening, and these IV are used for chemotherapy.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported that the set came apart. One photo was taken by the customer that confirmed the separation. A quality notification was sent to the manufacturer. From the manufacturer's investigation, it is possible that this issue was caused by manufacturing due to the solvent dispenser failure or the bushing being clogged. As a preventative action, the cleaning process of the bushing will be modified using a new ultrasonic washing machine and will be cleaned more often. A device history record review for model 2420-0500 lot number 23113004 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.